Event description:
It was reported that t: slim x2 pump battery would not charge, and customer received low power and power source alerts while using a third-party wall adapter that was not confirmed to be working. There was no reported impact to the customer¿s blood glucose level. Customer plugged wall adapter into working outlet, changed charging cable and wall adapter to tandem supplies, and pump began charging normally, so no further assistance was required.